Event description:
The customer reported the evis exera iii xenon light source display a b30 and an e216 error. The event occurred during preparation for use. There was no patient involvement, no harm or user injury reported due to the event. This report is being submitted for the b30 error.

Manufacturer narrative:
The device has been returned however, evaluation as not yet begun. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's device evaluation and investigation. Based on the results of the device evaluation, a non-reportable phenomenon such as an obstruction of foreign matter inside the air tubing was identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of the reported event could not be identified, nor could it be reproduced. Olympus will continue to monitor field performance for this device.